Event description:
It was reported that the patient faced an introducer/steel needle fracture during infusion set insertion in the abdomen on (b)(6)2026, the introducer needle was hard to remove and was not retained in the skin.

Manufacturer narrative:
Initial 1 of 2E1: Event city: (b)(6)Event Country: CanadaName: (b)(6) Based on the available information, this event is deemed to be a Reportable Malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.